Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation and unable to determine root cause of reported problem. The potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex foley catheter ifus were found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that there was difficulty in inserting fluid through the foley. It stated that some resistance was met and additional pressure was exerted on the plunger to insert the contrast. Also stated "pop" was felt and a piece of the balloon ultimately was broken off. The patient needed to undergo a cystoscopy to remove it. The practitioner denied the possibility that the irrigation was being inserted into the balloon port. As per follow up via email on 22sep2020, the catheter was placed just prior to the instillation of the formula. A piece of the balloon was retained in the bladder which eventually required removal.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was difficulty in inserting fluid through the foley. It stated that some resistance was met and additional pressure was exerted on the plunger to insert the contrast. Also stated "pop" was felt and a piece of the balloon ultimately was broken off. The patient needed to undergo a cystoscopy to remove it. The practitioner denied the possibility that the irrigation was being inserted into the balloon port.